Manufacturer narrative:
MFR site: contact name. On april 03, 2019, testing and investigation received the product involved in the event. The sf3258-15h tubing set was returned with a teva adapter attached to the distal end, with the vent cap on the drip chamber closed. The teva adapter was removed from the set, which was pressure leak tested with the vent cap closed. There was no leak observed; however, when the vent cap was opened and the set primed at gravity pressure, a leakage was observed from the drip chamber vent. Subsequently, the vent housing was removed from the drip chamber; testing confirmed the filter vent disk was not affixed to the vent housing. It remained at the bottom of the drip chamber vent housing. Further leak testing identified a leak around the rim of the filter vent material. The probable cause of the filter vent disc separation was an insufficient weld to the vent housing, that occurred at the drip chamber supplier. A manufacturing batch review for the lot #3944661 and relevant commodities were reviewed and no non-conformances were found that would have contributed to the reported complaint

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported the tubing set is leaking an unspecified chemotherapy drug at the junction of the IV set spike and bag or at the vent. Additionally, the date of the event is unknown. No further information has been provided.